Manufacturer narrative:
Evaluation summary: the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter the device locked closed and failed to open. The sheath at the distal end of the device cracked. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the clear insulation intact and not cracked. The device passed hipot testing. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for k.o. 5-10-18